Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The manufacturer's field service engineer provided the customer with the part identification for battery replacement. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that a battery failed alarm occurred. There was no patient involvement. The event date was not specified; estimate used.